Manufacturer narrative:
(B)(4). The homechoice was not returned for evaluation; therefore, a device analysis could not be performed. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. The reported event could not be verified and the cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain 104 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during drain 4 of 6. The hp was using the stronger percent solution on the heater line. The technical service representative (tsr) reviewed the cycle ultra filtration (uf) readings. One of the readings of 2820ml the hp referred to as ¿about normal¿. The other cycle uf¿s were much lower with cycle 4 uf again at 2647ml. The hp stated that they expected to pull off more fluid by using the higher percent solution. The hp was going to follow up with the peritoneal dialysis registered nurse (pdrn). The tsr assisted with clearing the alarm and explained it to the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.